Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no failed battery, weak battery or unexpected low battery alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had various battery issues. The customer had a failed battery test alarm and troubleshooting resolved the issue by changing the battery. The patient's blood glucose at the time of incident was 154 mg/dl. The customer had low battery issues as well; the battery would not last more than one week. She was sent a new battery cap to test; however, the low battery issue persisted. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.